Event description:
The manufacturer received information alleging particles in airpath on a rep dreamstation auto CPAP device. Medical intervention was not specified. The device has not yet been returned to the manufacturer for evaluation. If any additional information is received, a follow up report will be filed.